Manufacturer narrative:
The device reported in this event (regulator, product code: can, model: bt2800-r-2, serial number: (B)(4)) was not returned for testing and analysis, therefore no testing could be completed on the device. The review of the device history record shows that unit passed normal testing and assembly on date of manufacture. The unit could not have successfully passed finished product testing in the configuration as described tn the complaint. The configuration as presented in the complaint information was tested with a reconfigured unit in house. In this test configuration, the unit needed threaded connector with a valve assembly to connect to the test and the post. Standard testing is completed with hand insertion of the measurement valve assembly. Based on the review, a unit in this configuration could not have passed control plan testing. A review of complaint data from 2013 to present does not indicate any occurrence of similar event or issue. A review of current inventory shows all units in the correct configuration. No device was received, therefore no evaluation completed. This MDR is being submitted as a result of a voluntary two-year retrospective review that was performed to identify potentially reportable complaints. There was no report that an [novo device caused or contributed to an adverse event where death, serious injury, or a significant public health hazard has occurred or may occur if the alleged malfunction were to reoccur; however, this event is being reported in an abundance of caution. If inovo becomes aware of additional information that would affect reportability, a supplemental will be submitted. (B)(4).

Event description:
It was reported that a member of the local emergency medical services (ems) applied teflon tape to the fitting of the main oxygen line and attached a new regulator to the main oxygen line of an ambulance. He immediately opened the mein valve to pressurize the system and noting that there were no air leaks, he shut the tank off. Almost immediately he heard what was described as a loud explosion that occurred in the rear of the ambulance. He went to the rear of the unit and noticed flames were coming from behind the panel located in the action area. Once the fire was extinguished, the panel was opened. The only finding upon opening the panel was a broken oxygen fitting found lying behind the panel. The distributor, stated that it appeared the regulator was assembled improperly. The gauge was actually installed in a low pressure port and the hose fitting was installed in the high pressure port, which they believe allowed high pressure oxygen into the system causing the fitting to blow apart and igniting the fire. There were no reported adverse patient effects. No additional information provided.